Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of the device - 6 years and 2 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2010. It was reported that interrogation of the system controller on (B)(6) 2016 showed pump speed drops into 3000 rpm range. The patient was asymptomatic. A review of the log file submitted to the manufacturer¿s technical services for analysis confirmed the speeds drops below the low speed limit of 8000 rpm. These events occurred when the lvad system was connected to the power module. The patient was provided with new primary and backup system controllers. It was reported that should further issues occur, the patient will be brought to the emergency room for an evaluation of the percutaneous lead. No further issues have been reported.

Manufacturer narrative:
No product was returned for evaluation; however, the report of low speed events was confirmed through an analysis of the submitted system controller log file. The log file captured 6 consecutive events where the pump speed fluctuated below the low speed limit. These pump speed fluctuations were accompanied by an elevation in pump power up to 13 watts. The pump appeared to have operated normally before and after these events; no other atypical events were captured. A specific cause for the low speed events could not be conclusively determined. The patient remains ongoing on lvad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.